Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating prompt unable to discharge. The fse (field service engineer) instructed the user to test the device with other external pads which is from another xl. The self-test passed, confirming that the problem was with the external pads. Fse provided a parts quotation, but the user did not accept it. Device experienced an undefined defibrillation issue, or issues with: shocking, charge up (for shocking), or syncing.there was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and code grids.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device had a prompt stating it was unable to discharge. No patient involvement reported at this time.